Event description:
One of our orthopedic surgeons was performing left shoulder procedure on his pt with a stryker arthroscopic shaver and he noticed small metal shavings falling off tip of shaver. Surgical site was rinsed with copios amounts of solution. We had same problem earlier report and device was sent to ascent.